Event description:
Pt participated in a (B)(6) study to compare clinical and radiographic outcomes of multi-level laminectomy to multi-level laminoplasty for pts with cervical myelopathy due to multi-level cervical spinal canal stenosis from c3-c7. Preoperative diagnosis was cervical spondylosis. Pt was randomized to arch and an open door laminoplasty allograft bone spacer at the levels c3, c4, c5 and c6. Pt had been experiencing pain for 24 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced weakness, requiring MRI and CT scan. This is report 1 of 20 for this event. This report is on the arch plate (c3).

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.